Event description:
Apparently, the head pin on the extruder was not cleaned & resin was allowed to accumulate & then burn. This is an operator-related incident which occurred during the tubing extrusion process. In order to avoid a repeat of this type of incident, the tubing operator inspects the extruder process & verifies that the water channels are cleaned & sanitized weekly. Additionally, the water nozzle screen is changed weekly.